Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the swg (spring wire guide) kinked during use. A new puncture was performed. There was a delay in treatment.

Manufacturer narrative:
Qn# (B)(4). The customer returned one lid stock and a guide wire assembly with the wire through the introducer needle. The sample contained signs of use in the form of biological material on the interior and exterior of the introducer needle and guide wire. Visual examination revealed the wire contained one kink at the tip of the needle bevel. The coils are offset. No other anomalies or deformities were found. The guide wire was kinked 576 mm from the proximal end. The total length and outer diameter of the guide wire were measured and were found to be within specification. The introducer needle cannula inner diameter was also within specification. The returned guide wire was unable to pass through the returned introducer needle. A lab inventory guide wire of same diameter as that supplied in kit (B)(4) passed through the returned introducer needle with minimal resistance. A manual tug test was performed to confirm that both the proximal and distal welds are intact. A device history record (DHR) review was performed with no relevant findings. The instructions for use (IFU) provided with this kit warns the user, "do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide". (Con't) other remarks: the customer report of a guide wire kinking in use was confirmed by complaint investigation. The returned guide wire contained one kink at the tip of the needle bevel. Retracting the wire against the needle bevel can cause damage or kinking to the guide wire. A DHR review was performed with no relevant findings to suggest a manufacturing related issue. Based on the sample as received and the report that the incident happened during use, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that the swg (spring wire guide) kinked during use. A new puncture was performed. There was a delay in treatment.